Event description:
It was reported that a spectrum pump experienced constant false upstream occlusion alarms. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The eval found the device out of specification with respect to the reported symptom. Sixty three occurrences of upstream occlusion alarms were found during review of the event history log. The alarm was not experienced during the eval. The distance between the pusher and sensor was found to be out of specification. The upstream sensor assembly was replaced.